Event description:
It was reported by the patient that they are feeling "sluggish again", after the device sensitivity had recently been increased. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.